Manufacturer narrative:
(B)(4) the complaint bc190 flexitrunk infant nasal tubing is currently en route to fph (B)(4) for evaluation. We are in the process of determining if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the bc190 flexitrunk infant nasal tubing tore. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fph in (B)(4) for investigation and was visually inspected. Results: visual inspection revealed that the breathable film of the flexitrunk tubing was torn in the first few centimetres at the distal connector. Conclusion: the observed damage appears to have been caused by excessive rough handling of the bc190 tubing. All bc190 flexitrunk infant nasal tubes are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. This suggests that the damage occurred after the subject nasal tubing was released for distribution. Our user instructions state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the bc190 flexitrunk infant nasal tubing tore. There was no reported patient involvement.